Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio alerts on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as the high alerts were set to vibrate only. The probable cause was determined that the device functioned within specifications and patient settings and no problem was detected. No injury or medical intervention was reported.